Event description:
It was reported that the patient presented in clinic. The right atrial (ra) lead had low pacing impedance and was failing to sense. The ra lead was dislodged. The ra was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic. The right atrial (ra) lead had low pacing impedance and was failing to sense. The ra lead was dislodged. The ra was explanted and replaced. The patient was stable.